Manufacturer narrative:
Ethnicity: unknown; requested but not provided. If implanted, give date: not applicable, as lens was inserted and removed during the same procedure. If explanted, give date: not applicable, as lens was inserted and removed during the same procedure. (B)(4). Multiple attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was missing the trailing haptic. The patient had problems and developed a capsular rent in the left eye. The doctor had planned to use a different lens, but because of the capsular rent, the doctor called for this lens to be loaded and implanted at the last minute. The doctor initially thought it was fine, but when the doctor went to shift the lens, it was realized that the trailing haptic was not doing what it was supposed to do and it was visible that it was sheared and there was no haptic there at all. The lens was removed in the same procedure and the patient was left aphakic until the sulcus can heal. The patient will come back for a sutured implantation (date not scheduled). A small vitrectomy was performed. Sutures and an incision enlargement were required. The patient was sent to a retinal surgeon to make sure that no fragments were left behind. No further information was provided.

Manufacturer narrative:
Additional information: it was reported that the correct serial number for this event is (B)(6). It was clarified that the patient had a capsular rent which led to a vitrectomy performed prior to the johnson and johnson intraocular lens (iol) being inserted. The doctor then attempted to place the johnson and johnson lens in the sulcus and the haptic sheared off when inserted. The vitrectomy and capsular rent were unrelated to the johnson and johnson iol. No further information was provided. Corrected data: on initial MDR 3012236936-2022-02868 section h6, health effect - impact code: 4625 unplanned vitrectomy and health effect - clinical code 2639 - capsular bag tear were entered. Based on the new information received, the previously coded vitrectomy and capsule tear do not apply as they occurred prior to lens insertion. Therefore, this supplemental filing is to correct the health effect codes that were incorrectly reported. The following sections have been updated accordingly: section d4: serial number: (B)(6). Section d4: unique identifier (UDI) number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank on the initial MDR; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 15, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received coated in viscoelastic residue with both haptics detached and missing. The lens was cleaned and inspected under magnification and lens damage and scratches were observed on the optic and edges of the lens. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. There are manufacturing controls in place to prevent and/or catch the complaint issues reported. The lenses are lathed and then holes are drilled in the sides of the iol and then monofilament loops are then inserted and annealed into the holes. All dimensional measurements are then taken of each iol sample according to qi192 (dimensional inspection on the optical comparator). Any lens that is not within specification is scrapped per procedure. Visual inspection is performed per amos3011 (specification for visual inspection of three-piece acrylic iol) and samples are taken for haptic strength testing per tm4305 (pull test for soft acrylic lenses using chatillon gauge). All production orders (po) that pass the testing then move to final inspection and given a serial number. If the po's do not measure within specifications, the product is scrapped per requirements. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this po was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.